Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent.

Event description:
According to the reporter, during a hemmorhoidopexy, the anvil was separated but fired. The staple line was reported to be incomplete. The device was replaced and the procedure was continued. No patient injury, adverse event or delay in surgical time was reported.